Event description:
A customer contacted beckman coulter inc (bci) regarding discrepant negative (-) urine test result from the icon 20 hcg test kit. The customer reported that a patient urine sample gave a negative (-) hcg result when it was tested with the icon 20 hcg test kit. Upon re-test on the icon 25 hcg test kit a positive (+) result was obtained. A serum sample from this patient gave a result in the high 100's. (Units and testing method was not supplied). No injury has been reported as a result of this event.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter inc (bci) using controls and low (34miu) and high (139miu) quantitative positive clinical urine samples. Patient sample was not submitted to bci. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.